Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported "mild pain and swelling in her left breast, after a mild traumatic event ", "moderate and asymmetric peri-implant collection of the left breast", "mammary glands with a predominance of fibroglandular tissue", "classic linguine sign characteristic of intracapsular rupture with suspicion of extracapsular rupture due to the presence of periprosthetic fluid". Device has not been explanted on the left side.